Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited undersensing. The pacemaker was reprogrammed and the patient was in stable condition.